Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported by a patient that after their ins replacement (which was due to normal battery depletion) earlier in the week of the call that a manufacturer representative (rep) called them on wednesday and reviewed the usage of the programmer and instructed the patient to increase stimulation to the point that the patient could feel stimulation, however the patient noted that it wasn¿t uncomfortable, it felt like short pain; short pain to the left side of the pelvic floor area. The patient stated that shortly later they started to experience pain in the pelvic floor area, like shocking sensations. The patient then reported that they had another surgery in (B)(6) 2018 to remove another piece of the mesh from their body, piece #29 (surgery and surgical procedure unrelated to device/therapy) and that the pain the patient was experiencing was in the same area where the surgery was performed. The patient also mentioned additional medical information that they had been diagnosed with bladder prolapse (unrelated to the device/therapy) about a month ago. The patient noted that the prolapse was on the other side and that meant that they would be having surgery (unrelated) for this issue in the future. Patient service suggested the patient decrease the intensity until the uncomfortable stimulation went away and that if needed, it was suggested to the patient to turn the stimulation off. The patient did not recall the name of the rep who had contacted them so the patient was directed to call their health care physician (hcp) office for rep information and to report their pain to the hcp. The patient noted their follow up appointment wasn¿t until (B)(6) 2019. The patient reported later that day that they had contacted the hcp office and now knew the rep¿s name. The patient stated they were slowly decreasing the setting and tracking what they noticed about the sharp pains. There were no further complications reported.